Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump received a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the pump error alarm occurred 4 times. Customer was able to clear the alarm but unable to rewind the insulin pump. The customer was advised that the reservoir needs to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarm.